Manufacturer narrative:
Correction information: h4: device manufacture date; g6: follow up #1; h6: coding changed, based on the investigation result. The ccd replaced. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
Image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.